Manufacturer narrative:
Zimmer biomet complaint- (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Jencikova-celerin, l. (2008). Flexible interlocked nailing of pediatric femoral fractures. J pediatr orthop, vol. 28, number 8.

Event description:
Information was received based on review of a journal article titled, "flexible interlocked nailing of pediatric femoral fractures: experience with a new flexible interlocking intramedullary nail compared with other fixation procedures" which aimed to investigate outcomes associated with fixation of femoral shaft fractures in children and adolescents using the flexible interlocking intramedullary nail (fiin) (pediatric locking nail manufactured at biomet) as compared to other fixation procedures (ofp). The journal article reported that at the final follow-up, the fiin group contained one (1) superficial infection.